Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit was not returned to fisher & paykel healthcare (B)(4) for evaluation. Our investigation is therefore based on information received from the customer and our knowledge of the product. A lot check was not performed as no lot number was provided by the hospital. Results: we were unable to identify the cause of the reported incident without the return of the complaint (rt265. Conclusion: the connections of the rt265 circuit are designed to conform to the relevant iso standards for this type of device. The connections of the inspiratory and expiratory limbs are a standard 1 in (B)(4) medical taper-fit and the pressure line is a standard luer (B)(4)% taper. Without the complaint breathing circuit we were unable to determine what had caused the problem as reported by the customer. All infant breathing circuits are pressure and flow tested before they are allowed to leave the production line. This is an automated process and the circuit would have met the required specification at the time of production. Our user instructions that accompany the rt265 state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported that they had an issue with an rt265 infant breathing circuit kit that had become disconnected from the pressure line during use with a leonie ventilator. The hospital confirmed that following the disconnection the baby was ventilated with additional therapies, with no further consequence.